Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported post implant procedure that the patient had an allergic reaction due to suture material used during the procedure. Another surgery was scheduled by the physician on (B)(6) 2018 to explore the pacemaker pocket. The patient was stable. No further information is available at this time.